Manufacturer narrative:
An investigation to evaluate the customer issue did not identify any product issues. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a false positive result generated with the cobas® liat® sars-cov-2/flu test, on the cobas® liat® system. On 17/5/2021, the initial test generated a positive result for sars-cov-2, on (B)(6) 2021, 4 new samples were collected and tested on another system in addition with the initial sample which was retested on the same cobas® liat® system generated a negative result for sars-cov-2. The initial result was reported to the patient. No harm is alleged. An investigation was conducted to evaluate the customer issue.